Manufacturer narrative:
D10 concomitants: (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t; (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately two years post initial left tka, the 55 y/o male patient complained of pain. Patient had a revision due to loose femur and recalled poly. Due to recall surgeon used competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. Ebi initial surgery & qad serial trace attached. (B)(6), 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k152170.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h4, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and the femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.